Manufacturer narrative:
(B)(4). Incomplete/interrupted firing cycle. The sc60 device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Event could not be confirmed as the device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The sc60 device was received for analysis with the handle shrouds opened and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the release button and the left side release button post was noted to be broken, these is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button and in extreme cases,, the shroud to open. Although, the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism not allowing the trigger to properly return to its home position. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a pancreaticoduodenectomy procedure, the device was used to close the insertion part which was created after the anastomosis of the gastric remnant gastrojejunostomy. The firing was stopped on the way at the fourth firing and locked. The manual release lever was used, but the jaw did not open. Finally, the firing trigger was returned to the home position by hands and the jaw was opened. It took forty minutes to open the jaw. Reinforcement product was not used. Another device was used to complete the case. There were no adverse consequences to the patient. The deployed staples were unformed on the way.